Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. The downloaded data did not show any timeouts or drive stalls during the pod's run. The cannula assembly and needle mechanism were inspected and no damages or abnormalities were observed that could contribute to the dislodgement of the cannula. The exact cause of the reported dislodging could not be conclusively determined. Investigation of the cannula assembly did not find the soft cannula bent, kinked, or damaged.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient was wearing a pod between 1 and 4 hours their blood glucose level had rose to over 300 mg/dl. In addition the patient reports the pods cannula had become dislodged from the infusion site (abdomen). Upon removal of the pod from the infusion site the pods cannula was found to be bent. As treatment, the patient administered a manual pen injection of insulin.